Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to b3. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the adhesive around the objective lens peeling was caused by stress of repeated use, external factors, or handling. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. During the evaluation, it was determined that due to a crack on the control unit, water tightness was lost. Additionally, the evaluation revealed the following findings: adhesive around objective lens was peeled; the bending section cover adhesive was chipped and the lock engagement lever was cracked; video connector case and video connector was cracked; and scratches were found on multiple components of the device. Additional information has been requested regarding the event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Event description:
The customer reported to olympus the endoeye flex deflectable videoscope exhibited air/water leakages. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There were no reports of patient harm or impact associated with this event. During testing and inspection of the returned device, the adhesive around the objective lens was peeling. (1mm2 or more) this medical device report (MDR) is being submitted to capture the reportable malfunction found during device evaluation.